Manufacturer narrative:
As of today the investigation is still in-process. We are awaiting the return part for investigation.

Event description:
It was reported that the "tube is leaking oil out the back of the housing." No injury reported. The x-ray tube was replaced and the system is working as intended.

Manufacturer narrative:
The replaced part has not been returned for investigation. If the part is received a supplement will be filed.